Event description:
The customer alleged that there was no audible alarm. The nellcor puritan bennett customer support engineer (npb cse) inspected the device and found that the alarm assembly had two layers of tape over the speakrer. The npb cse replaced the alarm assembly as a precaution in case of damage from the tape. The unit passed extended self-testing. This event was caused by the action of the user, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.